Event description:
Complainant alleged that during training by zoll medical sales rep, the device inappropriately prompted a "plug in cable" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.